Manufacturer narrative:
The reported problem could be reconstructed using the information stored in the device log file. The data stored in the device log revealed a temporary fault in the internal power supply as part of the circuit board as the cause. In the event of a complete failure, automatic ventilation is no longer possible and the electronic gas mixer as well as the device and patient monitoring are without function. The failure is indicated to the user via the secondary alarm system (continuous tone). It is still possible to continue therapy by means of manual ventilation - using the o2 emergency dosing. According to the report, there were no consequences for the patient. The device generated adequate alarms at all times to inform the user of the situation. The affected circuit board was replaced on site and returned to the manufacturer for analysis. The returned pcb was installed in a laboratory device. A system test was then carried out without any deviations from the specification. A check of the internal voltages also revealed no deviations from the specification. The exact cause of the reported failure could not be determined conclusively. The problem was resolved by replacing the circuit board on site and no further problems were reported. The number of similar cases attributable to the same cause is within the expected range of the respective risk assessment and is therefore accepted.

Event description:
It was reported that a failure occurred during anesthesia. The device went into emergency mode during ventilation. Gas failure, internal o2 failure was shown on the display. The device sounded an alarm and the patient was continued with manual ventilation. Further ventilation was carried out using the oxylog 3000, which was on standby. No patient injury was reported.

Event description:
It was reported that a failure occurred during anesthesia. The device went into emergency mode during ventilation. Gas failure, internal o2 failure was shown on the display. The device sounded an alarm and the patient was continued with manual ventilation. Further ventilation was carried out using the oxylog 3000, which was on standby. No patient injury was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.